Event description:
Vns pt experienced an increase in seizure frequency after a increase in device normal mode output current setting. It was reported that pre-vns implant, the pt experienced 2-3 seizures per week. Normal mode output current was increased from 0.25ma to 0.50ma approximately three months post-implant and from 0.50ma to 0.75ma approximately two weeks later. After the increase to 0.75ma, the pt reportedly began experiencing daily seizures. Normal mode output current was later increased to 1.0ma, but there was no subsequent decline in seizure frequency. Treating neurologist indicates that the pt's seizure types have not changed and that the pt was not experiencing daily seizures, but approximately three seizures power week since the increase in device normal mode output current to 0.75ma. Their had been no recent medication changes or environmental stimuli that may have contributed to the increase in seizure activity and the pt's health condition is not worsening. Neurologist indicated that the pt's seizures initially increased after the increase in normal mode output current to 0.75ma, but that they have now subsided. No intervention is planned. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.